Event description:
Our customer has reported via sales rep. Luxation of the product: the bipolar head was disassembled of the polyethylene. The patient a female and had the product implanted in 2007, and explanted approximately in 2009. No more adverse consequences were reported by the customer.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.